Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. A visual inspection was performed. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 08:58:38. During night drain cycle six, the patient's ultrafiltration reading was 2814ml, indicating the home patient (hp) drained 2544ml more than their maximum programmed fill volume of 2700ml. No additional information is available.